Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified right coronary artery. A 4.5 x 20 mm nc trek was used for post-dilatation of an unspecified stent and it was inflated once at 16 atmospheres. However, the balloon would not fully deflate afterwards. There was also resistance when removing the nc trek balloon catheter from an unspecified guiding catheter. The device was finally removed partially deflated as a single unit with the guiding catheter. The procedure was successfully completed after post-dilatation with an unspecified device. There was a delay in the procedure, but it was not clinically significant and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Date rec¿d by MFR- abbott alert date changed from 07/15/2017 to 07/17/2017.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue could not be confirmed; however, the difficulty removing the device from the guiding catheter was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.